Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced door (cosmestic defected). Replaced rear case (fluid ingressed). Replaced liui (bent internal pin). Replaced riui (rib damage). Replaced discolored membrane. Lvp ail recall completed. Lvp bezel post recall completed. A review of the device history record showed the device had a manufacture date of 05/17/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(4), which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the door assy there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # (B)(4) for iui. CAPA # (B)(4) for ail.

Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices from covid we would like to have this lvp checked for recalls and made operational. No additional information was provided. There was no patient involvement

Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices from covid we would like to have this lvp checked for recalls and made operational. No additional information was provided. There was no patient involvement

Manufacturer narrative:
Imdrf annex a & g grid:h6 fields are updated. H10: additional manufacturer narrative investigation conclusion fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced door (cosmestic defected). Replaced rear case (fluid ingressed). Replaced liui (bent internal pin). Replaced riui (rib damage). Replaced discolored membrane. Lvp ail recall completed. Lvp bezel post recall completed. A review of the device history record showed the device had a manufacture date of (B)(6) 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the door assy. A review of the complaint history record in trackwise and sap was performed for (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer.